Manufacturer narrative:
The date of the initial report is corrected to january 27, 2023. Repositioning surgery reportedly occurred on (B)(6) 2022. It is assumed that the recipient is still experiencing extracochlear electrodes. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use following surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced extracochlear electrodes. The recipient underwent repositioning surgery under local anesthesia.